Event description:
It was reported by the customer that the ventilator turbine had a "low rotation". No reported harm to a patient. The service center replaced the turbine to correct the reported problem. When the turbine was received by cardinal health 203/pulmonetic systems, the service department reported the ventilator turbine was seized by an unknown substance.